Event description:
A power source alert was reported when the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the charging supplies, using a tandem wall adapter and charging cable sent as replacements, which allowed the pump to begin charging without needing further assistance.